Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that episodes of non-sustained rv oversensing was observed on the ventricular channel. These episodes appeared to be myopotential oversensing issues. It was recommended to reproduce the oversensing with deep breaths and coughing. Programming changes were recommended and to monitor for any additional sensing issues. Patient was asymptomatic and stable. No further information available.